Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Photo evaluation: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported right side intracapsular rupture as well as ¿axillary siliconized lymph node detected, rare scattered microcalcifications and capsular calcifications on the right and retropectoral silicone implants with several folds" diagnosed by mammography and ultrasound. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening assessed as fold flaw opening. As per the investigation procedure creases, particles, non-penetrating nicks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a5, a6, d9, h3, h6.

Event description:
Healthcare professional reported right side intracapsular rupture as well as ¿axillary siliconized lymph node detected, rare scattered microcalcifications and capsular calcifications on the right and retropectoral silicone implants with several folds" diagnosed by mammography and ultrasound. The device has been explanted and replaced with another manufacturer's device.